Manufacturer narrative:
Evaluation summary: it was caused due to an excessive force applied on the water jet tube and the air water channel. In addition, we confirmed that the ccd module disconnection and the light guide fiber bundle (lcb) disconnection; however, these are not related to the alleged complaint. This device is not distributed in us so that unique identifier is blank. This device is not marketed in us, therefore 510k is not applicable. Model ec-3890li-us is available in the USA with a 510k number k131855. This report is being filed as part of the pentax backlog management plan.

Event description:
The jet channel and air channel are buckled at segment area. No pictures available. The time of event is unknown. There was no report of patient harm.